Event description:
Health care professional (hcp) reports a fiber leak at the onset of treatment on reuse number 25 noted by a blood leak alarm and confirmed with hemastix. Estimated blood loss was 250cc. Treatment was continued with new disposables without incident. Hcp believes a temporary staff member who was not performing the manual pre-rinse as instructed was the cause of this fiber leak. No pt injury or medical intervention reported.